Manufacturer narrative:
At this time, a proper evaluation could not be performed due to the product not being returned to date. In speaking with the nurse at the facility, the product is currently being held by risk management and will most likely be released at a larger date; however, the nurse was asked if a photograph could be taken and sent for review. To date, no further communication or receipt of the product of photograph have been received. A follow-up will be sent at which time information or product is received.

Event description:
I used the cook non-curved needle driver in a total laparoscopic hysterectomy case in 2009 to suture the vaginal cuff. The suturing went very smoothly but on the next to last stitch, while using the cook needle driver to remove the needle through the 12 mm trocar, the needle dislodged inside the abdomen. I had grasped the suture near the needle to remove the needle through the 12 mm trocar, and it snapped at the site where the needle was attached to the suture. Upon searching for the needle, we found a piece of metal inside the abdomen and upon close examination, it was noted that the tip of the needle driver was chipped off and the metal piece was this tip. It took us about 3 hours to eventually find the needle.